Event description:
The customer reported that the pump was clicking, but the driver arms were not moving forward. Troubleshooting was performed. The insulin exited through the tubing and the driver arms are staying in place.

Manufacturer narrative:
Device was rec'd with missing e-clip on the driver block.